Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient was not happy with their care from the doctor. The patient wanted the company representative to provide pump settings. A confirmed infection was reported at the pocket, catheter track (spinal segment) and spine. The infection symptoms included redness, swelling and a lack of therapy. It was noted that it has looked like this for a week. The healthcare professional was pumping out (aspirated) fluid from the pump pocket on (B)(6) 2016. The pump pocket is swollen and inflamed. The infection was reported to be associated with implant. It was asked, but unknown if a strain was available. The event date was reported as (B)(6) 2016. The patient is taking antibiotics. The patient was told by their doctor if the infection gets worse, the symptoms will need to be explanted and another pump will be implanted. There was not an allegation against device sterility. Treatment was ongoing at the time of report.

Manufacturer narrative:
Product ID 8780 serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-aug-16. It was reported the device "kept on popping out on his skin where he developed infection afterwards." Per the doctor, the patient had a replacement of the pump and catheter on (B)(6)2017. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system. The other relevant component includes: product ID 8780 serial# (B)(4) implanted: (B)(6)2016 product type catheter; ubd: (B)(6)2017 UDI#:(B)(4). Device code (B)(4) is no longer applicable for the pump. The evaluation codes have been updated. Is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-aug-08. The patient reported their pump was removed because it was sticking out. It was reported the pump broke and was popping out of the side and he could not get the pump back in. It was indicated the device was implanted (B)(6)2016 and the device started popping out right after the implant date. The pump and catheter were replaced in 2017. The device was replaced with a 20 ml pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.